Manufacturer narrative:
Initial reporter details in the intial have been corrected. (B)(4).

Manufacturer narrative:
The patient already had pigmentation glaucoma prior to icl surgery. Conclusion code per dfu, vticl's are contraindicated for implantations in patients with pre-existing condition such as primary open angle or narrow angle glaucoma. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Lens not returned.

Event description:
On (B)(6) 2017 the reporter stated that a patient with pigmentation glaucoma after 18 months of icl implantation had the lens explanted. It is unknown if there is any corelation between the glaucoma and icl implantation. The patient also has pigmentation problems and a damaged optical nerve. Attempts to obtain additional information have been unsuccessful.